Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, several non-sustained oversensing episodes were noted due to the post-paced t-wave oversensing. The device was reprogrammed and the event was resolved with no adverse consequences to the patient.